Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. No high current drain was found during analysis. Memory noted mv was on, longevity met the minimum requirement with mv on. High atrial rate sensing was noted. The cause of the high current could not be established. The current drain was slightly higher than normal, but no component or cause could be identified. The device did meet longevity. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this implantable pacemaker was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.